Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017,that on (B)(6) 2017,  the g5 mobile application prompted to be uninstalled and reinstalled. No additional event or patient information was provided. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event: removed other-serious injury.